Event description:
Rayner intraocular lenses limited have received notification of an event from the (B)(4) distributor. That occurred during use of a c-flex 570c intraocular lens. Rayner intraocular lenses limited have been advised that the trailing haptic was damaged upon insertion.

Manufacturer narrative:
(B)(4). Rayner intraocular lenses limited have been advised by the canadian distributor that the physician explanted the c-flex aspheric 970c intraocular lens and implanted a back-up intraocular lens in the same surgery session without any adverse effect to the pt. The event description provided by the (B)(4) distributor indicates that the event occurred as a result of user error, therefore additional lens loading training, since this event, has been provided to the physician by the canadian distributor to prevent the recurrence of this issue. A review of production records of this batch confirms that all manufacturing and quality checks were satisfactory. The lenses released from the c-flex aspheric 970c batch, (B)(4), were all within specification. Complaints since april 2011, the month of manufacture, were reviewed, and we can confirm that no complaints, of any type, have been received against the c-flex aspheric 970c batch (B)(4).